Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a revision breast reconstruction with a 535 mentor memorygel breast implant prostheses and experienced right-sided breast pain and anisomastia. The patient stated that she is having difficult time sleeping, difficulty breathing, and feeling uncomfortable due to the breast pain. In addition, the patient stated that her right breast is a lot larger than the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.